Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the pump time was incorrect, cause was unknown. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.